Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported the touchscreen became unresponsive. Reportedly, the home screen was frozen. Customer declined to check blood glucose (bg) levels. Reportedly, the customer would continue use of a backup pump for insulin therapy.